Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found that the instrument was generating aspiration errors and noticed that the blood sampling valve (bsv) was leaking fluid onto the drip tray. The fse also noticed bloody residue on the bsv. The fse bleached the bsv and the instrument ran without any aspiration errors but the bsv continued to leak. The fse replaced the bsv to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was not specified and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.